Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer stated that his blood glucose read hi at the hospital. The customer was given insulin at the hospital, but his blood glucose levels still read hi on the glucose meter. After leaving the hospital, the customer stated that he gave himself about 350 units of insulin and his blood glucose reading came down to 591 mg/dl. The customer stated he is insulin resistant. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to run the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.